Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: total delamination of valve, yellow particles device inner surface and creases. A leak test was performed which identified delamination. A microscopic analysis was performed which identify: total delamination of valve and one wear abrasion based on the device analysis the final assessment is: total delamination of valve due to adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has explanted.